Event description:
Reporter alleged recent high blood glucose readings and stated obtaining a result of "hi" back to back with a reading of 255 mg/dl when tests were performed 5 minutes apart. It was stated customer's results did not match the way he felt. Customer stated there were desiccant beads located in the test strip vial. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.